Event description:
Rv (right ventricle) over-sensing of noise and possible infection with chills and fever. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: #mw5152577.